Event description:
It was reported that a flo-gard infusion pump had an unspecified issue. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Visual inspection revealed that the battery was damaged. The cause of the reported issue was determined to be the damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.